Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the membrane to correct the reported issue.

Event description:
The customer reported that the ventilator can switch the ventilator's settings from volume to pressure by pushing the on button. The customer also reported that this was discovered during bench testing and there was no patient involvement or harm with this reported issue.